Event description:
It was reported that the patient faced an infusion set was not adhering as bumped off by patient on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: (B)(6). City: (B)(6) state: (B)(6) zip code: (B)(6) request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Manufacturer narrative:
Medical device report (MDR) retraction: the initial MDR with manufacturing report number 3003442380-2026-09901 was submitted on 24-apr-2026 for 2630187. Subsequently, it was identified that the initially submitted MFR was associated with the mexico manufacturing site (reynosa). However, based on the product involved in the complaint, the correct manufacturing site for 2630187 is denmark (osted). Therefore, a new emdr will be submitted with the correct manufacturing report number (MFR) 8021545-2026-04637, which reflects the appropriate denmark manufacturing site. Report being retracted: MDR 3003442380-2026-09901 / initial 1 of 1 correct report to be considered: MDR 8021545-2026-04637 / initial 1 of 1 to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.